Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual decrease in pacing impedance measurements. Technical services (ts) advised rv pacing impedance measurements appear to have stabled. However, due to variability in daily measurements some pacing impedance measurements are low out of range. Ts advised no noise has been exhibited. This rv lead remains in service. No adverse patient effects were reported.